Event description:
It was reported that the piriformis aiming arm in the frna set was broken while be handled by hospital staff. The gray locking lever broke off at some point between cases. No patient consequences were reported.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3, h6 investigation summary (photo): the product was not returned to medtech orthopedics; however, photos were provided for review. The photo investigation revealed that 03.033.002, rad aiming arm/frn piriformis fossa has the lever broken. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the rad aiming arm/frn piriformis fossa would contribute to the complained device issue. Based on the investigation findings, the aiming arm has broken because of unintended force, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Investigation summary (returned device): the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found one of the white cam locks was broken. Broken fragment/s were not returned for analysis. No other issue was observed. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the rad aiming arm/frn piriformis fossa would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part number: 03.033.002-us, lot number: 650p246, manufacturing site: hägendorf, release to warehouse date: 02-jun-2022. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.